Event description:
A nurse contacted baxter (B)(4) regarding a connection issue with a locking titanium adaptor. The nurse stated that a disconnection occurred between the titanium adaptor and the minicap transfer set. The patient had the transfer set since (B)(6) 2012. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. This complaint for a connection issue was not confirmed and the root cause could not be determined. The sample was not returned to baxter, therefore no evaluation or batch review could be performed.